Event description:
On (B)(6) 2015, abnormal monitor ECG has been recorded displaying spikes with coupling intervals between 70 and 120ms. On (B)(6) 2015, pacemaker check was performed and no anomaly was confirmed.

Event description:
On (B)(6) 2015, abnormal monitor ECG has been recorded displaying spikes with coupling intervals between 70 and 120ms. On (B)(6) 2015, pacemaker check was performed and no anomaly was confirmed.